Event description:
Reportedly, a 25mm valve was explanted after an implant duration of approximately 2 years due to prosthetic valve endocarditis (pve) led by infectious spondylitis. The valve was explanted and replaced with a magna ease valve, 3300tfx23mm. The patient status was reported as well. The source of infection was not reported. However, the health care provider indicated that this device did not cause or contribute to the event. The device will not be returned for evaluation due to infection. Echo report will not be provided.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. Additional manufacturer narrative: no serial number of the device was provided; therefore, no device history record (DHR) review will be done. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Through follow up with the health care provider, it was learned the patient had infectious spondylitis. It was also indicated by the surgeon that this device was not the source of the infection.